Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a dilatation of gastrointestinal tract procedure on (B)(6) 2012. According to the complaint, during the procedure, the physician attempted to insert the device into the scope; however the exit marker detached from the catheter outside the patient. The device was removed from the scope and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the complaint device found the exit marker to be damaged/accordioned on the shaft from the balloon side but was not detach from the shaft. The catheter shaft was examined and was found to be kinked and severely bent. These defects found is consistent with an excessive force being used during catheter insertion into the scope or forcible catheter passage through the cap. The reported defect of exit marker loose was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of exit marker detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a cre balloon dilatation catheter was used during a dilatation of gastrointestinal tract procedure on (B)(6) 2012. According to the complaint, during the procedure, the physician attempted to insert the device into the scope; however the exit marker detached from the catheter outside the patient. The device was removed from the scope and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.